Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a recharge burden. The ipg does not maintain 24 hours of therapy between charges. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.